Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/ uterus perforation"), device dislocation ("migration of essure coil with fluid present/ device migration"), fallopian tube perforation ("perforation of fallopian tube"), adnexal torsion ("ovarian torsion") and genital haemorrhage ("unusual bleeding") in a female patient who had essure (batch no. 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6)) and cesarean section. She was not allergic to nickel or any other component of essure. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), genital haemorrhage (seriousness criterion medically significant), proctalgia ("anal pain (sharp)"), vulvovaginal pain ("vaginal pain (sharp)") and back pain ("back pain (sharp)"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced ovarian enlargement ("enlarged ovary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation/ unusual periods") and arthralgia ("joint pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation/ unusual periods") and arthralgia ("joint pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation/ unusual periods") and arthralgia ("joint pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation/ unusual periods") and arthralgia ("joint pain"). The patient was treated with surgery (underwent a total abdominal hysterectomy and left salpingo-oophorectomy right salpingo-oophorectomy), surgery (underwent a total abdominal hysterectomy left salpingo-oophorectomy and right salpingo-oophorectomy), surgery (underwent a total abdominal hysterectomy and left salpingo-oophorectomy, right salpingo-oophorectomy) and surgery (laparoscopy; lysis of adhesion; and a right salpingoophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, menstrual disorder, dyspareunia, genital haemorrhage, vulvovaginal pain, back pain and arthralgia had resolved and the adnexal torsion, dysmenorrhoea, ovarian enlargement, menorrhagia and proctalgia outcome was unknown. The reporter considered adnexal torsion, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, ovarian enlargement, proctalgia, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2012 patient again presented for severe abdominal pain and was treated for her pain. On(B)(6) 2012 patient again presented complaining of severe abdominal pain and she was treated for an ovarian cyst. On (B)(6) 2012 and again (B)(6) 2012 patient presented to be treated for severe pelvic pain. Since her removal surgery, patient pain symptoms have not resolved, she still suffer severe pain. Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. She underwent total abdominal hysterectomy on ''(B)(6) 201'', on (B)(6) 2012 had right tube taken out by the procedure of right salpingo-oophorectomy, on (B)(6) 2012 left tube taken out by the procedure of left salpingo-oophorectomy. She states that mostly all the pain is gone, just some pain on the side sometimes. She used condoms following essure placement procedure. Diagnostic results: (B)(6) 2008 by the use of hsg (hysterosalpingography). On (B)(6) 2012 : ultrasound scan vagina - an enlarged ovary and migration of essure coil with fluid present. On an unspecified date, hysterosalpingogram confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 10-jan-2018: reporter added, events unusual bleeding and perforation of fallopian tube, added, historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/uterus perforation"), fallopian tube perforation ("perforation of fallopian tube/migration of essure coil with fluid present/device migration/ malposition/migration of essure device location of device: myometrium/ migration of essure device location of device: left essure coil malpositioned in left t"), genital haemorrhage ("unusual bleeding / spotting"), adnexal torsion ("ovarian torsion"), ovarian cyst ("ovarian cyst") and pelvic pain ("pelvic pain (sharp)") in a 30-year-old female patient who had essure (batch no. 624482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (B)(6)2001), caesarean section, morbid obesity, hypercholesteremia, asthma, tonsillectomy, adenoidectomy, glucose tolerance impaired and chickenpox. She was not allergic to nickel or any other component of essure. She denies n/v/d associated with the pain. Concurrent conditions included microcytic anemia, abdominal herniation, gallstones, cholecystectomy, constipation, nausea, chills, shortness of breath, postoperative hematoma (pelvic hematoma) since (B)(6)2012, roux loop conversion since (B)(6)2008, complex ovarian cyst, hemorrhagic cyst, abdominal hysterectomy, ovarian enlargement, pid pelvic inflammatory disease and asthma, unspecified. Family history included hypertension (mother), diabetes (maternal grandmother, paternal grandmother) and asthma (paternal grandfather). Concomitant products included cilest (sprintec) and oxycocet (percocet). On (B)(6)2007, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and medical device pain. On (B)(6)2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation/unusual periods"). In (B)(6)2008, the patient experienced arthralgia ("joint pain") and abdominal pain ("cramping"). In 2008, the patient experienced dyspareunia ("pain during intercourse/ painful sex / painful intercourse (sharp)"), proctalgia ("anal pain (sharp)/ pain in anal area/anal pain"), vulvovaginal pain ("vaginal pain (sharp)/ pain in vagina/vaginal pain") and back pain ("back pain (sharp)"). On (B)(6)2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain, pelvic pain (seriousness criteria medically significant and intervention required), ovarian enlargement ("enlarged ovary"), menorrhagia ("prolonged menstruation/abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6)2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), adnexa uteri pain ("little pain on her left side"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen, estradiol, surgery (total abdominal hysterectomy, left salpingo-oophorectomy and right salpingo-oopherectomy), surgery (a total abdominal hysterectomy, left salpingo-oopherectomy and right salpingo-oopherectomy), surgery (laparoscopy; lysis of adhesion; and a right salpingoophorectomy), surgery (laparoscopy; lysis of adhesion; and a right salpingoophorectomy) and surgery (right salpingectomy-oopherectomy). Essure was removed on (B)(6)2012. In (B)(6)2012, the genital haemorrhage, menstrual disorder and abdominal pain had resolved, the proctalgia, vulvovaginal pain and back pain had resolved. On (B)(6)2012, the pelvic pain, dyspareunia and arthralgia had resolved. At the time of the report, the uterine perforation, fallopian tube perforation and abdominal pain upper had resolved, the adnexal torsion, ovarian cyst, dysmenorrhoea, ovarian enlargement, menorrhagia, vaginal haemorrhage, female sexual dysfunction, nausea, tooth disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, ovarian enlargement, pelvic pain, proctalgia, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6)2012 patient again presented for severe abdominal pain and was treated for her pain. On (B)(6)2012 patient again presented complaining of severe abdominal pain and she was treated for an ovarian cyst. On (B)(6)2012 and again (B)(6)2012 patient presented to be treated for severe pelvic pain. Coil was malposition on left side, (B)(6)2012. Current weight 220 lbs. Since her removal surgery, patient pain symptoms have not resolved, she still suffer severe pain. She states that mostly all the pain is gone, just some pain on the side sometimes (discrepant data). Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. She underwent total abdominal hysterectomy on (B)(6)2012, on (B)(6)2012 had right tube taken out by the procedure of right salpingo-oopherectomy, on (B)(6)2012 left tube taken out by the procedure of left salpingo-oopherectomy. She used condoms following essure placement procedure. Plaintiff states her injuries mostly stopped approximately in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2012: mild chronic cervicitis; on (B)(6)2012: mild chronic cervicitis (B)(6)2008 by the use of hsg (hysterosalpingography) (B)(6)2007. Hysterosalpingogram confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. (B)(6)2008. Xr hysterosalpingo gram : findings: images from hysterosalpingogram are reviewed. Essure occlusion devices are noted extending from the cornua into the proximal fallopian tubes bilaterally. The fallopian tubes are noted to be occluded bilaterally. Several lucent filling defects are seen within the endometrial cavity of the uterus which most likely represent air bubbles. The opacified endometrial cavity otherwise appears normal. Impression: 1. Essure occlusion devices are noted in place bilaterally and there is occlusion of the fallopian tubes bilaterally. 2. Several small lucencies are seen within the endometrial cavity of the uterus which most likely represent air bubbles. No other significant abnormalities are identified of the endometrial cavity of the uterus. (B)(6)2009 CT of the abdomen : impression: moderate amount of free fluid, most of which is in the dependent portion of the pelvis. Correlation with a pelvic ultrasound may be of benefit. Status post gastric bypass. (B)(6)2011 CT abdomen/pelvis : internal hernia inferior to the pancreas with whorl suggestive of bowel volvulus; no oral contrast visualized in the distal small bowel or colon (B)(6)2011 right upper quadrant ultrasound : 1.5 x 1 cm gallstone, no gb wall thickening or pericholecystic fluid CT scan of her abdomen (B)(6)2011 result: an internal herniation of her small bowel into the lesser sac, with a positive gallstone (B)(6)2011 CT abdomen and pelvis : showed internal hernia containing vessels and segment of small bowel in the region inferior to the pancreas (B)(6)2011 CT abdomen : small amount of fluid in the posterior inferior aspect of the pelvis (B)(6)2011 upper gi findings : marginal ulcer 6mm, no stigmata of bleeding, suture at site (B)(6)2012 CT of the abdomen and pelvis : showed a moderate amount of free fluid in the pelvis as well as fecal stasis and dilated loops of bowel (B)(6)2012 ultrasound : sowed a grossly enlarged right ovary that is heterogeneous in nature. There is a moderate amount of fluid within the cul-de-sac. There is flow present in this ovary (B)(6)2012 transabdominal and transvaginal sonographic evaluation of the pelvis: findings: uterus: the uterus is anteverted and measures 9.6 x 5.2 x 4.7 cm . The endometrium measures 0.6 cm. There is a focal area of increased echogenicity identified within the myometrium, which may represent a mal positioned essure coil. This appears similar seen back to 2009. There is a moderate amount of complex fluid identified within the cul-de-sac. Right ovary: the right ovary is enlarged and heterogenous appearing measuring 6.2 x 4.7 x 3.3 cm for a volume of 50.6 ml. Normal doppler flow is identified. Left ovary: the left ovary measures 2.1 x 3.1 x 2.7 cm for a volume of 9.2 ml . No adnexal masses are identified. Normal doppler flow is identified. Impression: 3. The right ovary is enlarged and heterogenous in appearance as described above. There is a moderate amount of complex appearing fluid within the culde-sac. These findings are concerning for underlying ovarian torsion. Other possible etiologies include a tuboovarian abscess or a ruptured hemorrhagic cyst. 2. There is a mal positioned left essure coil identified in the myometrium, this appears in unchanged position compared to exams from 2009. 3. The left ovary has an unremarkable sonographic appearance. A: 1. Enlarged right ovary ¿ poss right ovarian cyst, poss intermittent torsion on (B)(6)2012 : ultrasound scan vagina - an enlarged ovary and migration of essure coil with fluid present. (B)(6)2012 CT pelvis :impression: 1. Limited noncontrast examination of the abdomen and pelvis. There remains a moderate amount of free fluid seen within the pelvis. 2. There is no evidence of free air. 3. Essure coils remain unchanged from prior exam dating back to 2009. 4. Normal-appearing appendix. 5. Status post cholecystectomy and gastric bypass. (B)(6)2012 us-pelvis transvaginal non ob: final result: 1. Enlarged heterogenous left ovary with internal blood flow on doppler interrogation. Findings could represent ovarian torsion, hemorrhagic cyst, or less likely tubo-ovarian abscess. 2. Moderate amount of complex free pelvic fluid. 3. Malpositioned left essure coil, unchanged from prior final impression: left ovarian cyst. (B)(6)2012 xr-chest impression: subsegmental atelectasis left base. No definite pneumonia. (B)(6)2012 CT of abdomen : demonstrates complex ill defined pelvic mass in left adnexa/ status post recent left oophorectomy. Large soft tissue attenuation mass noted in the left adnexal region at the site of the left ovary (B)(6)2012 pelvis us : large complex heterogeneously echogenic mass noted in the left adnexal region. Uterus and right ovary absent from remote surgery on (B)(6)2012 pathology test was performed having result uterus and cervix: secretory endometrium, superficial foci of adenomyosis, a benign leiomyoma and serosal adhesions. Mild chronic cervicitis on (B)(6)2012 pathology tets was performed having result uterus and cervix: secretory endometrium, superficial foci of adenomyosis, a benign leiomyoma and serosal adhesions. Mild chronic cervicitis. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirming abdominal pain, pelvic pain, ovarian torsion, enlarged ovary, device dislocation, uterus perforation, back pain, dyspareunia, nausea,vomiting,vaginal discharge, abdomen pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received- new event ovarian cyst and treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/uterus perforation"), fallopian tube perforation ("perforation of fallopian tube/migration of essure coil with fluid present/device migration"), genital haemorrhage ("unusual bleeding / spotting") and adnexal torsion ("ovarian torsion") in a 30-year-old female patient who had essure (batch no. 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2001), caesarean section, morbid obesity, hypercholesteremia, asthma, tonsillectomy, adenoidectomy, glucose tolerance impaired and chickenpox. She was not allergic to nickel or any other component of essure. Concurrent conditions included microcytic anemia, abdominal herniation, gallstones, cholecystectomy, constipation, nausea, chills, shortness of breath, postoperative hematoma (pelvic hematoma) since (B)(6) 2012, roux loop conversion since (B)(6) 2008 and complex ovarian cyst. Family history included hypertension (mother), diabetes (maternal grandmother, paternal grandmother) and asthma (paternal grandfather). On (B)(6)2007, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and medical device pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation/unusual periods"), dyspareunia ("pain during intercourse/ painful sex"), proctalgia ("anal pain (sharp)/ pain in anal area/anal pain"), vulvovaginal pain ("vaginal pain (sharp)/ pain in vagina/vaginal pain/ pain from the perforation, the location of the pain: vaginal pain") and back pain ("back pain (sharp)"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced ovarian enlargement ("enlarged ovary"). On an unknown date, the patient experienced adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), menorrhagia ("prolonged menstruation"), arthralgia ("joint pain") and adnexa uteri pain ("little pain on her left side"). The patient was treated with surgery (total abdominal hysterectomy, left salpingo-oopherectomy and right salpingo-oopherectomy), surgery (a total abdominal hysterectomy, left salpingo-oopherectomy and rightsalpingo-oopherectomy) and surgery (laparoscopy; lysis of adhesion; and a right salpingoophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, menstrual disorder, dyspareunia, proctalgia, vulvovaginal pain, back pain and arthralgia had resolved, the adnexal torsion, dysmenorrhoea, ovarian enlargement and menorrhagia outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered adnexa uteri pain, adnexal torsion, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, ovarian enlargement, proctalgia, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2012 patient again presented for severe abdominal pain and was treated for her pain. On (B)(6)2012 patient again presented complaining of severe abdominal pain and she was treated for an ovarian cyst. On (B)(6) 2012 and again (B)(6) 2012 patient presented to be treated for severe pelvic pain. Since her removal surgery, patient pain symptoms have not resolved, she still suffer severe pain. She states that mostly all the pain is gone, just some pain on the side sometimes (discrepant data). Since her removal surgery, almost all of patient's sympotoms have resolved, though some remain. She underwent total abdominal hysterectomy on (B)(6) 2012, on (B)(6) 2012 had right tube taken out by the procedure of right salpingo-oopherectomy, on (B)(6) 2012 left tube taken out by the procedure of left salpingo-oopherectomy. She used condoms following essure placement procedure. Plaintiff states her injuries mostly stopped approximately in 2013. Diagnostic results: (B)(6) 2008 by the use of hsg (hysterosalpingography) (B)(6) 2007. Hysterosalpingogram confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. (B)(6)2008. Xr hysterosalpingo gram : findings: images from hysterosalpingogram are reviewed. Essure occlusion devices are noted extending from the cornua into the proximal fallopian tubes bilaterally. The fallopian tubes are noted to be occluded bilaterally. Several lucent filling defects are seen within the endometrial cavity of the uterus which most likely represent air bubbles. The opacified endometrial cavity otherwise appears normal. Impression: 1. Essure occlusion devices are noted in place bilaterally and there is occlusion of the fallopian tubes bilaterally. 2. Several small lucencies are seen within the endometrial cavity of the uterus which most likely represent air bubbles. No other significant abnormalities are identified of the endometrial cavity of the uterus. (B)(6)2009. CT of the abdomen : impression: moderate amount of free fluid, most of which is in the dependent portion of the pelvis. Correlation with a pelvic ultrasound may be of benefit. Status post gastric bypass. (B)(6)2011. CT abdomen/pelvis : internal hernia inferior to the pancreas with whorl suggestive of bowel volvulus; no oral contrast visualized in the distal small bowel or colon (B)(6)2011. Right upper quadrant ultrasound : 1.5 x 1 cm gallstone, no gb wall thickening or pericholecystic fluid CT scan of her abdomen (B)(6)2011 result: an internal herniation of her small bowel into the lesser sac, with a positive gallstone (B)(6)2011. CT abdomen and pelvis : showed internal hernia containing vessels and segment of small bowel in the region inferior to the pancreas (B)(6)2011. CT abdomen : small amount of fluid in the posterior inferior aspect of the pelvis (B)(6)2011. Upper gi findings : marginal ulcer 6mm, no stigmata of bleeding, suture at site (B)(6)2012. CT of the abdomen and pelvis : showed a moderate amount of free fluid in the pelvis as well as fecal stasis and dilated loops of bowel (B)(6) 2012. Ultrasound : sowed a grossly enlarged right ovary that is heterogeneous in nature. There is a moderate amount of fluid within the cul-de-sac. There is flow present in this ovary (B)(6)2012. Transabdominal and transvaginal sonographic evaluation of the pelvis: findings: uterus: the uterus is anteverted and measures 9.6 x 5.2 x 4.7 cm . The endometrium measures 0.6 cm. There is a focal area of increased echogenicity identified within the myometrium, which may represent a mal positioned essure coil. This appears similar seen back to 2009. There is a moderate amount of complex fluid identified within the cul-de-sac. Right ovary: the right ovary is enlarged and heterogenous appearing measuring 6.2 x 4.7 x 3.3 cm for a volume of 50.6 ml. Normal doppler flow is identified. Left ovary: the left ovary measures 2.1 x 3.1 x 2.7 cm for a volume of 9.2 ml . No adnexal masses are identified. Normal doppler flow is identified. Impression: 3. The right ovary is enlarged and heterogenous in appearance as described above. There is a moderate amount of complex appearing fluid within the culde-sac. These findings are concerning for underlying ovarian torsion. Other possible etiologies include a tuboovarian abscess or a ruptured hemorrhagic cyst. 2. There is a mal positioned left essure coil identified in the myometrium, this appears in unchanged position compared to exams from 2009. 3. The left ovary has an unremarkable sonographic appearance. A: 1. Enlarged right ovary ¿ poss right ovarian cyst, poss intermittent torsion on (B)(6)-2012 : ultrasound scan vagina - an enlarged ovary and migration of essure coil with fluid present. (B)(6)2012. CT pelvis :impression: 1. Limited noncontrast examination of the abdomen and pelvis. There remains a moderate amount of free fluid seen within the pelvis. 2. There is no evidence of free air. 3. Essure coils remain unchanged from prior exam dating back to 2009. 4. Normal-appearing appendix. 5. Status post cholecystectomy and gastric bypass. (B)(6)2012. Us-pelvis transvaginal non ob: final result: 1. Enlarged heterogenous left ovary with internal blood flow on doppler interrogation. Findings could represent ovarian torsion, hemorrhagic cyst, or less likely tubo-ovarian abscess. 2. Moderate amount of complex free pelvic fluid. 3. Malpositioned left essure coil, unchanged from prior final impression: left ovarian cyst. (B)(6)2012. Xr-chest impression: subsegmental atelectasis left base. No definite pneumonia. (B)(6)2012. CT of abdomen : demonstrates complex ill defined pelvic mass in left adnexa/ status post recent left oophorectomy. Large soft tissue attenuation mass noted in the left adnexal region at the site of the left ovary (B)(6)2012. Pelvis us : large complex heterogeneously echogenic mass noted in the left adnexal region. Uterus and right ovary absent from remote surgery concerning the injuries reported in this case, the following ones were described in patient's medical records: confirming abdominal pain, pelvic pain, ovarian torsion, enlarged ovary, device dislocation, uterus perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reports added. Event pain on her left side was added. Outcome of events painful sex, unusual bleeding and periods and pain and cramping, anal pain, little pain on her left side, abdominal pain and vaginal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/uterus perforation"), fallopian tube perforation ("perforation of fallopian tube/migration of essure coil with fluid present/device migration/ malposition/migration of essure device location of device: myometrium"), genital haemorrhage ("unusual bleeding / spotting") and adnexal torsion ("ovarian torsion") in a 30-year-old female patient who had essure (batch no. 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2001), caesarean section, morbid obesity, hypercholesteremia, asthma, tonsillectomy, adenoidectomy, glucose tolerance impaired and chickenpox. She was not allergic to nickel or any other component of essure.she denies n/v/d associated with the pain. Concurrent conditions included microcytic anemia, abdominal herniation, gallstones, cholecystectomy, constipation, nausea, chills, shortness of breath, postoperative hematoma (pelvic hematoma) since december 2012, roux loop conversion since (B)(6) 2008, complex ovarian cyst, hemorrhagic cyst, abdominal hysterectomy, ovarian enlargement, pid pelvic inflammatory disease and asthma, unspecified. Family history included hypertension (mother), diabetes (maternal grandmother, paternal grandmother) and asthma (paternal grandfather). Concomitant products included cilest (sprintec) and oxycocet (percocet). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and medical device pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation/unusual periods"), dyspareunia ("pain during intercourse/ painful sex"), proctalgia ("anal pain (sharp)/ pain in anal area/anal pain"), vulvovaginal pain ("vaginal pain (sharp)/ pain in vagina/vaginal pain/ pain from the perforation, the location of the pain: vaginal pain") and back pain ("back pain (sharp)"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced ovarian enlargement ("enlarged ovary"). On an unknown date, the patient experienced adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), menorrhagia ("prolonged menstruation"), arthralgia ("joint pain"), adnexa uteri pain ("little pain on her left side"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), tooth disorder ("dental problems"), pelvic pain ("pelvic pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total abdominal hysterectomy, left salpingo-oopherectomy and right salpingo-oopherectomy), surgery (a total abdominal hysterectomy, left salpingo-oopherectomy and rightsalpingo-oopherectomy) and surgery (laparoscopy; lysis of adhesion; and a right salpingoophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, menstrual disorder, dyspareunia, proctalgia, vulvovaginal pain, back pain, arthralgia, pelvic pain and abdominal pain upper had resolved, the adnexal torsion, dysmenorrhoea, ovarian enlargement, menorrhagia, vaginal haemorrhage, female sexual dysfunction, nausea, tooth disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered abdominal pain upper, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian enlargement, pelvic pain, proctalgia, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2012 patient again presented for severe abdominal pain and was treated for her pain.on (B)(6) 2012 patient again presented complaining of severe abdominal pain and she was treated for an ovarian cyst. On (B)(6) 2012 and again (B)(6) 2012 patient presented to be treated for severe pelvic pain. Coil was malposition on left side, (B)(6) 2012 current weight 220 lbs. Since her removal surgery, patient pain symptoms have not resolved, she still suffer severe pain. She states that mostly all the pain is gone, just some pain on the side sometimes (discrepant data). Since her removal surgery, almost all of patient's sympotoms have resolved, though some remain. She underwent total abdominal hysterectomy on (B)(6) 2012, on (B)(6) 2012 had right tube taken out by the procedure of right salpingo-oopherectomy, on (B)(6) 2012 left tube taken out by the procedure of left salpingo-oopherectomy. She used condoms following essure placement procedure. Plaintiff states her injuries mostly stopped approximately in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: mild chronic cervicitis; on (B)(6) 2012: mild chronic cervicitis (B)(6) 2008 by the use of hsg (hysterosalpingography). (B)(6) 2007 hysterosalpingogram confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. (B)(6) 2008 xr hysterosalpingo gram : findings: images from hysterosalpingogram are reviewed. Essure occlusion devices are noted extending from the cornua into the proximal fallopian tubes bilaterally. The fallopian tubes are noted to be occluded bilaterally. Several lucent filling defects are seen within the endometrial cavity of the uterus which most likely represent air bubbles. The opacified endometrial cavity otherwise appears normal. Impression: 1. Essure occlusion devices are noted in place bilaterally and there is occlusion of the fallopian tubes bilaterally. 2. Several small lucencies are seen within the endometrial cavity of the uterus which most likely represent air bubbles. No other significant abnormalities are identified of the endometrial cavity of the uterus. (B)(6) 2009 CT of the abdomen : impression: moderate amount of free fluid, most of which is in the dependent portion of the pelvis. Correlation with a pelvic ultrasound may be of benefit. Status post gastric bypass. (B)(6) 2011 CT abdomen/pelvis : internal hernia inferior to the pancreas with whorl suggestive of bowel volvulus; no oral contrast visualized in the distal small bowel or colon. (B)(6) 2011 right upper quadrant ultrasound : 1.5 x 1 cm gallstone, no gb wall thickening or pericholecystic fluid CT scan of her abdomen 19jan2011 result: an internal herniation of her small bowel into the lesser sac, with a positive gallstone. Jan2011 CT abdomen and pelvis : showed internal hernia containing vessels and segment of small bowel in the region inferior to the pancreas. (B)(6) 2011 CT abdomen : small amount of fluid in the posterior inferior aspect of the pelvis. (B)(6) 2011 upper gi findings : marginal ulcer 6mm, no stigmata of bleeding, suture at site. (B)(6) 2012 CT of the abdomen and pelvis : showed a moderate amount of free fluid in the pelvis as well as fecal stasis and dilated loops of bowel. (B)(6) 2012 ultrasound : sowed a grossly enlarged right ovary that is heterogeneous in nature. There is a moderate amount of fluid within the cul-de-sac. There is flow present in this ovary. (B)(6) 2012. Transabdominal and transvaginal sonographic evaluation of the pelvis: findings: uterus: the uterus is anteverted and measures 9.6 x 5.2 x 4.7 cm . The endometrium measures 0.6 cm. There is a focal area of increased echogenicity identified within the myometrium, which may represent a mal positioned essure coil. This appears similar seen back to 2009. There is a moderate amount of complex fluid identified within the cul-de-sac. Right ovary: the right ovary is enlarged and heterogenous appearing measuring 6.2 x 4.7 x 3.3 cm for a volume of 50.6 ml. Normal doppler flow is identified. Left ovary: the left ovary measures 2.1 x 3.1 x 2.7 cm for a volume of 9.2 ml . No adnexal masses are identified. Normal doppler flow is identified. Impression: 3. The right ovary is enlarged and heterogenous in appearance as described above. There is a moderate amount of complex appearing fluid within the culde-sac. These findings are concerning for underlying ovarian torsion. Other possible etiologies include a tuboovarian abscess or a ruptured hemorrhagic cyst. 2. There is a mal positioned left essure coil identified in the myometrium, this appears in unchanged position compared to exams from 2009. 3. The left ovary has an unremarkable sonographic appearance. A: 1. Enlarged right ovary ¿ poss right ovarian cyst, poss intermittent torsion on (B)(6) 2012 : ultrasound scan vagina - an enlarged ovary and migration of essure coil with fluid present. (B)(6) 2012 CT pelvis :impression: 1. Limited noncontrast examination of the abdomen and pelvis. There remains a moderate amount of free fluid seen within the pelvis. 2. There is no evidence of free air. 3. Essure coils remain unchanged from prior exam dating back to 2009. 4. Normal-appearing appendix. 5. Status post cholecystectomy and gastric bypass. (B)(6)2012 us-pelvis transvaginal non ob: final result: 1. Enlarged heterogenous left ovary with internal blood flow on doppler interrogation. Findings could represent ovarian torsion, hemorrhagic cyst, or less likely tubo-ovarian abscess. 2. Moderate amount of complex free pelvic fluid. 3. Malpositioned left essure coil, unchanged from prior final impression: left ovarian cyst. (B)(6) 2012 xr-chest impression: subsegmental atelectasis left base. No definite pneumonia. (B)(6) 2012 CT of abdomen : demonstrates complex ill defined pelvic mass in left adnexa/ status post recent left oophorectomy. Large soft tissue attenuation mass noted in the left adnexal region at the site of the left ovary. (B)(6) 2012 pelvis us : large complex heterogeneously echogenic mass noted in the left adnexal region. Uterus and right ovary absent from remote surgery on (B)(6) 2012 pathology test was performed having result uterus and cervix: secretory endometrium, superficial foci of adenomyosis, a benign leiomyoma and serosal adhesions. Mild chronic cervicitis * on (B)(6) 2012 pathology tets was performed having result uterus and cervix: secretory endometrium, superficial foci of adenomyosis, a benign leiomyoma and serosal adhesions. Mild chronic cervicitis concerning the injuries reported in this case, the following ones were described in patient's medical recordes: confirming abdominal pain, pelvic pain, ovarian torsion, enlarged ovary, device dislocation, uterus perforation, back pain, dyspareunia, nausea,vomiting,vaginal discharge, abdomin pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs recevied an events " abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse) , nausea, dental problems, pelvic pain, vaginal discharge, fatigue, weight gain, hair loss, stomach pain" are added. Outcome of events " abdomen, back, pelvic area , stomach, anus pain" are recovered. Concomitant drug and condition are added. Reporter, patient and product information are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/uterus perforation"), fallopian tube perforation ("perforation of fallopian tube/migration of essure coil with fluid present/device migration/ malposition/migration of essure device location of device: myometrium"), genital haemorrhage ("unusual bleeding / spotting"), adnexal torsion ("ovarian torsion") and pelvic pain ("pelvic pain (sharp)") in a 30-year-old female patient who had essure (batch no. 624482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (B)(6) 2001), caesarean section, morbid obesity, hypercholesteremia, asthma, tonsillectomy, adenoidectomy, glucose tolerance impaired and chickenpox. She was not allergic to nickel or any other component of essure. She denies n/v/d associated with the pain. Concurrent conditions included microcytic anemia, abdominal herniation, gallstones, cholecystectomy, constipation, nausea, chills, shortness of breath, postoperative hematoma (pelvic hematoma) since december 2012, roux loop conversion since (B)(6) 2008, complex ovarian cyst, hemorrhagic cyst, abdominal hysterectomy, ovarian enlargement, pid pelvic inflammatory disease and asthma, unspecified. Family history included hypertension (mother), diabetes (maternal grandmother, paternal grandmother) and asthma (paternal grandfather). Concomitant products included cilest (sprintec) and oxycocet (percocet). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and medical device pain. In january 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation/unusual periods"). In january 2008, the patient experienced arthralgia ("joint pain") and abdominal pain ("cramping"). In march 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced dyspareunia ("pain during intercourse/ painful sex / painful intercourse (sharp)"), proctalgia ("anal pain (sharp)/ pain in anal area/anal pain"), vulvovaginal pain ("vaginal pain (sharp)/ pain in vagina/vaginal pain") and back pain ("back pain (sharp)"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain and ovarian enlargement ("enlarged ovary"). On an unknown date, the patient experienced adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), menorrhagia ("prolonged menstruation"), adnexa uteri pain ("little pain on her left side"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen, surgery (total abdominal hysterectomy, left salpingo-oophorectomy and right salpingo-oophorectomy). Essure was removed on (B)(6) 2012. On 2012, the proctalgia, vulvovaginal pain and back pain had resolved. In june 2012, the genital haemorrhage, menstrual disorder and abdominal pain had resolved. On (B)(6) 2012, the pelvic pain, dyspareunia and arthralgia had resolved. At the time of the report, the uterine perforation, fallopian tube perforation and abdominal pain upper had resolved, the adnexal torsion, dysmenorrhoea, ovarian enlargement, menorrhagia, vaginal haemorrhage, female sexual dysfunction, nausea, tooth disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian enlargement, pelvic pain, proctalgia, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2012 patient again presented for severe abdominal pain and was treated for her pain. On (B)(6) 2012 patient again presented complaining of severe abdominal pain and she was treated for an ovarian cyst. On (B)(6) 2012 and again (B)(6) 2012 patient presented to be treated for severe pelvic pain. Coil was malposition on left side, (B)(6) 2012 current weight 220 lbs. Since her removal surgery, patient pain symptoms have not resolved, she still suffer severe pain. She states that mostly all the pain is gone, just some pain on the side sometimes (discrepant data). Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. She underwent total abdominal hysterectomy on (B)(6) 2012, on (B)(6) 2012 had right tube taken out by the procedure of right salpingo-oophorectomy, on (B)(6) 2012 left tube taken out by the procedure of left salpingo-oophorectomy. She used condoms following essure placement procedure. Plaintiff states her injuries mostly stopped approximately in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: mild chronic cervicitis; on (B)(6) 2012: mild chronic cervicitis (B)(6) 2008 by the use of hsg (hysterosalpingography) (B)(6) 2007 hysterosalpingogram confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. (B)(6) 2008 xr hysterosalpingo gram : findings: images from hysterosalpingogram are reviewed. Essure occlusion devices are noted extending from the cornua into the proximal fallopian tubes bilaterally. The fallopian tubes are noted to be occluded bilaterally. Several lucent filling defects are seen within the endometrial cavity of the uterus which most likely represent air bubbles. The opacified endometrial cavity otherwise appears normal. Impression: 1. Essure occlusion devices are noted in place bilaterally and there is occlusion of the fallopian tubes bilaterally. 2. Several small lucencies are seen within the endometrial cavity of the uterus which most likely represent air bubbles. No other significant abnormalities are identified of the endometrial cavity of the uterus. (B)(6) 2009 CT of the abdomen : impression: moderate amount of free fluid, most of which is in the dependent portion of the pelvis. Correlation with a pelvic ultrasound may be of benefit. Status post gastric bypass. (B)(6) 2011 CT abdomen/pelvis : internal hernia inferior to the pancreas with whorl suggestive of bowel volvulus; no oral contrast visualized in the distal small bowel or colon (B)(6) 2011 right upper quadrant ultrasound : 1.5 x 1 cm gallstone, no gb wall thickening or pericholecystic fluid CT scan of her abdomen (B)(6) 2011 result: an internal herniation of her small bowel into the lesser sac, with a positive gallstone (B)(6) 2011 CT abdomen and pelvis : showed internal hernia containing vessels and segment of small bowel in the region inferior to the pancreas (B)(6) 2011 CT abdomen : small amount of fluid in the posterior inferior aspect of the pelvis (B)(6) 2011 upper gi findings : marginal ulcer 6mm, no stigmata of bleeding, suture at site (B)(6) 2012 CT of the abdomen and pelvis : showed a moderate amount of free fluid in the pelvis as well as fecal stasis and dilated loops of bowel (B)(6) 2012 ultrasound : sowed a grossly enlarged right ovary that is heterogeneous in nature. There is a moderate amount of fluid within the cul-de-sac. There is flow present in this ovary (B)(6) 2012 transabdominal and transvaginal sonographic evaluation of the pelvis: findings: uterus: the uterus is anteverted and measures 9.6 x 5.2 x 4.7 cm . The endometrium measures 0.6 cm. There is a focal area of increased echogenicity identified within the myometrium, which may represent a mal positioned essure coil. This appears similar seen back to 2009. There is a moderate amount of complex fluid identified within the cul-de-sac. Right ovary: the right ovary is enlarged and heterogenous appearing measuring 6.2 x 4.7 x 3.3 cm for a volume of 50.6 ml. Normal doppler flow is identified. Left ovary: the left ovary measures 2.1 x 3.1 x 2.7 cm for a volume of 9.2 ml . No adnexal masses are identified. Normal doppler flow is identified. Impression: 3. The right ovary is enlarged and heterogenous in appearance as described above. There is a moderate amount of complex appearing fluid within the culde-sac. These findings are concerning for underlying ovarian torsion. Other possible etiologies include a tuboovarian abscess or a ruptured hemorrhagic cyst. 2. There is a mal positioned left essure coil identified in the myometrium, this appears in unchanged position compared to exams from 2009. 3. The left ovary has an unremarkable sonographic appearance. A: 1. Enlarged right ovary ¿ poss right ovarian cyst, poss intermittent torsion on (b)6) 2012 : ultrasound scan vagina - an enlarged ovary and migration of essure coil with fluid present. (B)(6) 2012 CT pelvis :impression: 1. Limited noncontrast examination of the abdomen and pelvis. There remains a moderate amount of free fluid seen within the pelvis. 2. There is no evidence of free air. 3. Essure coils remain unchanged from prior exam dating back to 2009. 4. Normal-appearing appendix. 5. Status post cholecystectomy and gastric bypass. (B)(6) 2012 us-pelvis transvaginal non ob: final result: 1. Enlarged heterogenous left ovary with internal blood flow on doppler interrogation. Findings could represent ovarian torsion, hemorrhagic cyst, or less likely tubo-ovarian abscess. 2. Moderate amount of complex free pelvic fluid. 3. Malpositioned left essure coil, unchanged from prior final impression: left ovarian cyst. (B)(6) 2012 xr-chest impression: subsegmental atelectasis left base. No definite pneumonia. (B)(6) 2012 CT of abdomen : demonstrates complex ill defined pelvic mass in left adnexa/ status post recent left oophorectomy. Large soft tissue attenuation mass noted in the left adnexal region at the site of the left ovary (B)(6) 2012 pelvis us : large complex heterogeneously echogenic mass noted in the left adnexal region. Uterus and right ovary absent from remote surgery *on (B)(6) 2012 pathology test was performed having result uterus and cervix: secretory endometrium, superficial foci of adenomyosis, a benign leiomyoma and serosal adhesions. Mild chronic cervicitis * on (B)(6) 2012 pathology tets was performed having result uterus and cervix: secretory endometrium, superficial foci of adenomyosis, a benign leiomyoma and serosal adhesions. Mild chronic cervicitis concerning the injuries reported in this case, the following ones were described in patient's medical records: confirming abdominal pain, pelvic pain, ovarian torsion, enlarged ovary, device dislocation, uterus perforation, back pain, dyspareunia, nausea,vomiting,vaginal discharge, abdomin pain lower. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Added treatment drug. Added new episode of abdominal pain (cramping).updated onset date for events vulvovaginal pain, genital haemorrhage, menstrual disorder, back pain, proctalgia, uterine perforation, dyspareunia, arthralgia. Updated seriousness criteria for "pelvic pain" and added surgery treatment and stop date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/uterus perforation"), fallopian tube perforation ("perforation of fallopian tube/migration of essure coil with fluid present/device migration/ malposition/migration of essure device location of device: myometrium"), genital haemorrhage ("unusual bleeding / spotting"), adnexal torsion ("ovarian torsion") and pelvic pain ("pelvic pain (sharp)") in a 30-year-old female patient who had essure (batch no. 624482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2001), caesarean section, morbid obesity, hypercholesteremia, asthma, tonsillectomy, adenoidectomy, glucose tolerance impaired and chickenpox. She was not allergic to nickel or any other component of essure. She denies n/v/d associated with the pain. Concurrent conditions included microcytic anemia, abdominal herniation, gallstones, cholecystectomy, constipation, nausea, chills, shortness of breath, postoperative hematoma (pelvic hematoma) since (B)(6) 2012, roux loop conversion since (B)(6) 2008, complex ovarian cyst, hemorrhagic cyst, abdominal hysterectomy, ovarian enlargement, pid pelvic inflammatory disease and asthma, unspecified. Family history included hypertension (mother), diabetes (maternal grandmother, paternal grandmother) and asthma (paternal grandfather). Concomitant products included cilest (sprintec) and oxycocet (percocet). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and medical device pain. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation/unusual periods"). In (B)(6) 2008, the patient experienced arthralgia ("joint pain") and abdominal pain ("cramping"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2008, the patient experienced dyspareunia ("pain during intercourse/ painful sex / painful intercourse (sharp)"), proctalgia ("anal pain (sharp)/ pain in anal area/anal pain"), vulvovaginal pain ("vaginal pain (sharp)/ pain in vagina/vaginal pain") and back pain ("back pain (sharp)"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain and ovarian enlargement ("enlarged ovary"). On an unknown date, the patient experienced adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), menorrhagia ("prolonged menstruation"), adnexa uteri pain ("little pain on her left side"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain upper ("stomach pain"). The patient was treated with ibuprofen, surgery (total abdominal hysterectomy, left salpingo-oopherectomy and right salpingo-oopherectomy), surgery (a total abdominal hysterectomy, left salpingo-oopherectomy and right salpingo-oopherectomy), surgery (laparoscopy; lysis of adhesion). Essure was removed on (B)(6) 2012. In (B)(6) 2012, the genital haemorrhage, menstrual disorder and abdominal pain had resolved, the proctalgia, vulvovaginal pain and back pain had resolved. On (B)(6) 2012, the pelvic pain, dyspareunia and arthralgia had resolved. At the time of the report, the uterine perforation, fallopian tube perforation and abdominal pain upper had resolved, the adnexal torsion, dysmenorrhoea, ovarian enlargement, menorrhagia, vaginal haemorrhage, female sexual dysfunction, nausea, tooth disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian enlargement, pelvic pain, proctalgia, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2012 patient again presented for severe abdominal pain and was treated for her pain. On (B)(6) 2012 patient again presented complaining of severe abdominal pain and she was treated for an ovarian cyst. On (B)(6) 2012 and again (B)(6) 2012 patient presented to be treated for severe pelvic pain. Coil was malposition on left side, (B)(6) 2012 current weight 220 lbs. Since her removal surgery, patient pain symptoms have not resolved, she still suffer severe pain. She states that mostly all the pain is gone, just some pain on the side sometimes (discrepant data). Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. She underwent total abdominal hysterectomy on (B)(6) 2012, on (B)(6) 2012 had right tube taken out by the procedure of right salpingo-oopherectomy, on (B)(6) 2012 left tube taken out by the procedure of left salpingo-oopherectomy. She used condoms following essure placement procedure. Plaintiff states her injuries mostly stopped approximately in 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: mild chronic cervicitis; on (B)(6) 2012: mild chronic cervicitis (B)(6) 2008 by the use of hsg (hysterosalpingography). (B)(6) 2007: hysterosalpingogram confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. (B)(6) 2008: xr hysterosalpingo gram : findings: images from hysterosalpingogram are reviewed. Essure occlusion devices are noted extending from the cornua into the proximal fallopian tubes bilaterally. The fallopian tubes are noted to be occluded bilaterally. Several lucent filling defects are seen within the endometrial cavity of the uterus which most likely represent air bubbles. The opacified endometrial cavity otherwise appears normal. Impression: 1. Essure occlusion devices are noted in place bilaterally and there is occlusion of the fallopian tubes bilaterally. 2. Several small lucencies are seen within the endometrial cavity of the uterus which most likely represent air bubbles. No other significant abnormalities are identified of the endometrial cavity of the uterus. (B)(6) 2009: CT of the abdomen : impression: moderate amount of free fluid, most of which is in the dependent portion of the pelvis. Correlation with a pelvic ultrasound may be of benefit. Status post gastric bypass. (B)(6) 2011: CT abdomen/pelvis : internal hernia inferior to the pancreas with whorl suggestive of bowel volvulus; no oral contrast visualized in the distal small bowel or colon (B)(6) 2011 l right upper quadrant ultrasound : 1.5 x 1 cm gallstone, no gb wall thickening or pericholecystic fluid CT scan of her abdomen (B)(6) 2011 result: an internal herniation of her small bowel into the lesser sac, with a positive gallstone (B)(6) 2011: CT abdomen and pelvis : showed internal hernia containing vessels and segment of small bowel in the region inferior to the pancreas (B)(6) 2011 : CT abdomen : small amount of fluid in the posterior inferior aspect of the pelvis (B)(6) 2011 : upper gi findings : marginal ulcer 6mm, no stigmata of bleeding, suture at site (B)(6) 2012: CT of the abdomen and pelvis : showed a moderate amount of free fluid in the pelvis as well as fecal stasis and dilated loops of bowel (B)(6) 2012: ultrasound : sowed a grossly enlarged right ovary that is heterogeneous in nature. There is a moderate amount of fluid within the cul-de-sac. There is flow present in this ovary (B)(6) 2012 : transabdominal and transvaginal sonographic evaluation of the pelvis: findings: uterus: the uterus is anteverted and measures 9.6 x 5.2 x 4.7 cm . The endometrium measures 0.6 cm. There is a focal area of increased echogenicity identified within the myometrium, which may represent a mal positioned essure coil. This appears similar seen back to 2009. There is a moderate amount of complex fluid identified within the cul-de-sac. Right ovary: the right ovary is enlarged and heterogenous appearing measuring 6.2 x 4.7 x 3.3 cm for a volume of 50.6 ml. Normal doppler flow is identified. Left ovary: the left ovary measures 2.1 x 3.1 x 2.7 cm for a volume of 9.2 ml . No adnexal masses are identified. Normal doppler flow is identified. Impression: 3. The right ovary is enlarged and heterogenous in appearance as described above. There is a moderate amount of complex appearing fluid within the culde-sac. These findings are concerning for underlying ovarian torsion. Other possible etiologies include a tuboovarian abscess or a ruptured hemorrhagic cyst. 2. There is a mal positioned left essure coil identified in the myometrium, this appears in unchanged position compared to exams from 2009. 3. The left ovary has an unremarkable sonographic appearance. A: 1. Enlarged right ovary ¿ poss right ovarian cyst, poss intermittent torsion on (B)(6) 2012 : ultrasound scan vagina - an enlarged ovary and migration of essure coil with fluid present. (B)(6) 2012: CT pelvis :impression: 1. Limited noncontrast examination of the abdomen and pelvis. There remains a moderate amount of free fluid seen within the pelvis. 2. There is no evidence of free air. 3. Essure coils remain unchanged from prior exam dating back to 2009. 4. Normal-appearing appendix. 5. Status post cholecystectomy and gastric bypass. (B)(6) 2012 : us-pelvis transvaginal non ob: final result: 1. Enlarged heterogenous left ovary with internal blood flow on doppler interrogation. Findings could represent ovarian torsion, hemorrhagic cyst, or less likely tubo-ovarian abscess. 2. Moderate amount of complex free pelvic fluid. 3. Malpositioned left essure coil, unchanged from prior final impression: left ovarian cyst. (B)(6) 2012: xr-chest impression: subsegmental atelectasis left base. No definite pneumonia. (B)(6) 2012: CT of abdomen : demonstrates complex ill defined pelvic mass in left adnexa/ status post recent left oophorectomy. Large soft tissue attenuation mass noted in the left adnexal region at the site of the left ovary. (B)(6) 2012: pelvis us : large complex heterogeneously echogenic mass noted in the left adnexal region. Uterus and right ovary absent from remote surgery. On (B)(6) 2012 pathology test was performed having result uterus and cervix: secretory endometrium, superficial foci of adenomyosis, a benign leiomyoma and serosal adhesions. Mild chronic cervicitis. On (B)(6) 2012 pathology tets was performed having result uterus and cervix: secretory endometrium, superficial foci of adenomyosis, a benign leiomyoma and serosal adhesions. Mild chronic cervicitis . Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirming abdominal pain, pelvic pain, ovarian torsion, enlarged ovary, device dislocation, uterus perforation, back pain, dyspareunia, nausea,vomiting,vaginal discharge, abdomen pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation/uterus perforation"), device dislocation ("migration of essure coil with fluid present/device migration"), fallopian tube perforation ("perforation of fallopian tube"), adnexal torsion ("ovarian torsion") and genital haemorrhage ("unusual bleeding / spotting") in a (B)(6) year-old female patient who had essure (batch no. 624482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2001), caesarean section, morbid obesity, hypercholesteremia, asthma, tonsillectomy, adenoidectomy, glucose tolerance impaired and chickenpox. She was not allergic to nickel or any other component of essure. Concurrent conditions included microcytic anemia, abdominal herniation, gallstones, cholecystectomy, constipation, nausea, chills, shortness of breath, postoperative hematoma (pelvic hematoma) since (B)(6) 2012, gastric bypass since (B)(6) 2008 and complex ovarian cyst. Family history included hypertension (mother), diabetes (maternal grandmother, paternal grandmother) and asthma (paternal grandfather). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation/unusual periods"), dyspareunia ("pain during intercourse/ painful sex"), genital haemorrhage (seriousness criterion medically significant), proctalgia ("anal pain (sharp)/ pain in anal area/anal pain"), vulvovaginal pain ("vaginal pain (sharp)/ pain in vagina/vaginal pain/ pain from the perforation, the location of the pain: vaginal pain") and back pain ("back pain (sharp)"). In 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced ovarian enlargement ("enlarged ovary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and pelvic pain, adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), menorrhagia ("prolonged menstruation") and arthralgia ("joint pain"). The patient was treated with surgery (total abdominal hysterectomy, left salpingo-oopherectomy and right salpingo-oopherectomy), surgery (total abdominal hysterectomy, left salpingo-oopherectomy and right salpingo-oopherectomy), surgery (a total abdominal hysterectomy, left salpingo-oopherectomy and rightsalpingo-oopherectomy) and surgery (laparoscopy; lysis of adhesion; and a right salpingoophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device dislocation, fallopian tube perforation, menstrual disorder, dyspareunia, genital haemorrhage, proctalgia, vulvovaginal pain, back pain and arthralgia had resolved and the adnexal torsion, dysmenorrhoea, ovarian enlargement and menorrhagia outcome was unknown. The reporter considered adnexal torsion, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, ovarian enlargement, proctalgia, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: on (B)(6) 2012 patient again presented for severe abdominal pain and was treated for her pain.on (B)(6) 2012 patient again presented complaining of severe abdominal pain and she was treated for an ovarian cyst. On (B)(6) 2012 and again (B)(6) 2012 patient presented to be treated for severe pelvic pain. Since her removal surgery, patient pain symptoms have not resolved, she still suffer severe pain. She states that mostly all the pain is gone, just some pain on the side sometimes (discrepant data). Since her removal surgery, almost all of patient's sympotoms have resolved, though some remain. She underwent total abdominal hysterectomy on (B)(6) 2012, on (B)(6) 2012 had right tube taken out by the procedure of right salpingo-oopherectomy, on (B)(6) 2012 left tube taken out by the procedure of left salpingo-oopherectomy. She used condoms following essure placement procedure. Diagnostic results: (B)(6) 2008 by the use of hsg (hysterosalpingography) (B)(6) 2007 hysterosalpingogram confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. (B)(6) 2008 xr hysterosalpingo gram : findings: images from hysterosalpingogram are reviewed. Essure occlusion devices are noted extending from the cornua into the proximal fallopian tubes bilaterally. The fallopian tubes are noted to be occluded bilaterally. Several lucent filling defects are seen within the endometrial cavity of the uterus which most likely represent air bubbles. The opacified endometrial cavity otherwise appears normal. Impression: essure occlusion devices are noted in place bilaterally and there is occlusion of the fallopian tubes bilaterally. Several small lucencies are seen within the endometrial cavity of the uterus which most likely represent air bubbles. No other significant abnormalities are identified of the endometrial cavity of the uterus. (B)(6) 2009 CT of the abdomen : impression: moderate amount of free fluid, most of which is in the dependent portion of the pelvis. Correlation with a pelvic ultrasound may be of benefit. Status post gastric bypass. (B)(6) 2011 CT abdomen/pelvis : internal hernia inferior to the pancreas with whorl suggestive of bowel volvulus; no oral contrast visualized in the distal small bowel or colon (B)(6) 2011 right upper quadrant ultrasound : 1.5 x 1 cm gallstone, no gb wall thickening or pericholecystic fluid CT scan of her abdomen (B)(6) 2011 result: an internal herniation of her small bowel into the lesser sac, with a positive gallstone (B)(6) 2011 CT abdomen and pelvis : showed internal hernia containing vessels and segment of small bowel in the region inferior to the pancreas (B)(6) 2011 CT abdomen : small amount of fluid in the posterior inferior aspect of the pelvis (B)(6) 2011 upper gi findings : marginal ulcer 6mm, no stigmata of bleeding, suture at site (B)(6) 2012 CT of the abdomen and pelvis : showed a moderate amount of free fluid in the pelvis as well as fecal stasis and dilated loops of bowel (B)(6) 2012 ultrasound : sowed a grossly enlarged right ovary that is heterogeneous in nature. There is a moderate amount of fluid within the cul-de-sac. There is flow present in this ovary (B)(6) 2012 transabdominal and transvaginal sonographic evaluation of the pelvis: findings: uterus: the uterus is anteverted and measures 9.6 x 5.2 x 4.7 cm . The endometrium measures 0.6 cm. There is a focal area of increased echogenicity identified within the myometrium, which may represent a mal positioned essure coil. This appears similar seen back to 2009. There is a moderate amount of complex fluid identified within the cul-de-sac. Right ovary: the right ovary is enlarged and heterogenous appearing measuring 6.2 x 4.7 x 3.3 cm for a volume of 50.6 ml. Normal doppler flow is identified. Left ovary: the left ovary measures 2.1 x 3.1 x 2.7 cm for a volume of 9.2 ml . No adnexal masses are identified. Normal doppler flow is identified. Impression: the right ovary is enlarged and heterogenous in appearance as described above. There is a moderate amount of complex appearing fluid within the culde-sac. These findings are concerning for underlying ovarian torsion. Other possible etiologies include a tuboovarian abscess or a ruptured hemorrhagic cyst. There is a mal positioned left essure coil identified in the myometrium, this appears in unchanged position compared to exams from 2009. The left ovary has an unremarkable sonographic appearance. Enlarged right ovary ¿ poss right ovarian cyst, poss intermittent torsion on (B)(6) 2012 : ultrasound scan vagina - an enlarged ovary and migration of essure coil with fluid present. (B)(6) 2012 CT pelvis :impression: limited noncontrast examination of the abdomen and pelvis. There remains a moderate amount of free fluid seen within the pelvis. There is no evidence of free air. Essure coils remain unchanged from prior exam dating back to 2009. Normal-appearing appendix. Status post cholecystectomy and gastric bypass. (B)(6) 2012 us-pelvis transvaginal non ob: final result: enlarged heterogenous left ovary with internal blood flow on doppler interrogation. Findings could represent ovarian torsion, hemorrhagic cyst, or less likely tubo-ovarian abscess. Moderate amount of complex free pelvic fluid. Malpositioned left essure coil, unchanged from prior final impression: left ovarian cyst. (B)(6) 2012 xr-chest impression: subsegmental atelectasis left base. No definite pneumonia. (B)(6) 2012 CT of abdomen : demonstrates complex ill defined pelvic mass in left adnexa/ status post recent left oophorectomy. Large soft tissue attenuation mass noted in the left adnexal region at the site of the left ovary (B)(6) 2012 pelvis us : large complex heterogeneously echogenic mass noted in the left adnexal region. Uterus and right ovary absent from remote surgery . Concerning the injuries reported in this case, the following ones were described in patient's medical recordes: confirming abdominal pain, pelvic pain, ovarian torsion, enlarged ovary, device dislocation, uterus perforation. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and medical records received: medically confirmed case. Reporters added. Patients medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ perforation/uterus perforation'), fallopian tube perforation ('perforation of fallopian tube/migration of essure coil with fluid present/device migration/ malposition/migration of essure device location of device: myometrium/ migration of essure device location of device: left essure coil malpositioned in left t') and pelvic pain ('pelvic pain (sharp)') in a 30-year-old female patient who had essure (batch no. 624482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3290. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3290. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, abdominal pain and medical device pain. On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2008, the patient experienced genital haemorrhage ("unusual bleeding / spotting") and menstrual disorder ("abnormal menstruation/unusual periods"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced arthralgia ("joint pain") and abdominal pain ("cramping / painful cramping"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during intercourse/ painful sex / painful intercourse (sharp)"), proctalgia ("anal pain (sharp)/ pain in anal area/anal pain"), vulvovaginal pain ("vaginal pain (sharp)/ pain in vagina/vaginal pain") and back pain ("back pain (sharp)"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required) with vulvovaginal pain, ovarian enlargement ("enlarged ovary"), menorrhagia ("prolonged menstruation/abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced adnexal torsion ("ovarian torsion") with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), adnexa uteri pain ("little pain on her left side"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with estradiol, ibuprofen and surgery (laparoscopy; lysis of adhesion; and a right salpingoophorectomy, right salpingectomy-oopherectomy, a total abdominal hysterectomy, left salpingo-oopherectomy and rightsalpingo-oopherectomy and total abdominal hysterectomy, left salpingo-oopherectomy and right salpingo-oopherectomy). Essure was removed on (B)(6) 2012. In (B)(6) 2012, the genital haemorrhage, menstrual disorder and abdominal pain had resolved, the proctalgia and vulvovaginal pain had resolved. In (B)(6) 2012, the back pain had resolved. On (B)(6) 2012, the pelvic pain, dyspareunia and arthralgia had resolved. At the time of the report, the uterine perforation, fallopian tube perforation and abdominal pain upper had resolved, the adnexal torsion, ovarian cyst, dysmenorrhoea, ovarian enlargement, menorrhagia, vaginal haemorrhage, female sexual dysfunction, nausea, tooth disorder, vaginal discharge, fatigue, weight increased and alopecia outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, adnexa uteri pain, adnexal torsion, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, nausea, ovarian cyst, ovarian enlargement, pelvic pain, proctalgia, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2012 patient again presented for severe abdominal pain and was treated for her pain. On (B)(6) 2012 patient again presented complaining of severe abdominal pain and she was treated for an ovarian cyst. On (B)(6) 2012 and again (B)(6) 2012 patient presented to be treated for severe pelvic pain. Coil was malposition on left side, (B)(6) 2012 current weight 220 lbs. Since her removal surgery, patient pain symptoms have not resolved, she still suffer severe pain. She states that mostly all the pain is gone, just some pain on the side sometimes (discrepant data). Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. She underwent total abdominal hysterectomy on (B)(6) 2012, on (B)(6) 2012 had right tube taken out by the procedure of right salpingo-oopherectomy, on (B)(6) 2012 left tube taken out by the procedure of left salpingo-oopherectomy. She used condoms following essure placement procedure. Plaintiff states her injuries mostly stopped approximately in 2013. Discrepancy noted: date(s) of insertion: (B)(6) 2008 (as written), date(s) of removal: (B)(6)2015,(B)(6) 2008 ,(B)(6) 2012 (as written). No. Of coils visible is 5 n both side. Date of removal: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: tubes are blocked.. Pathology test - on (B)(6) 2012: results: mild chronic cervicitis; on (B)(6) 2012: results: mild chronic cervicitis; on (B)(6) 2012: -superficial foci of adenomyosis. Mild chronic cervicitis.. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirming abdominal pain, pelvic pain, ovarian torsion, enlarged ovary, device dislocation, uterus perforation, back pain, dyspareunia, nausea,vomiting,vaginal discharge, abdomen pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history, lab data, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure coil with fluid present") and adnexal torsion ("ovarian torsion") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criteria medically significant and intervention required) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping") and pelvic pain ("severe pelvic pain"). On (B)(6) 2012, 4 years 10 months after insertion of essure (ess205), the patient experienced ovarian enlargement ("enlarged ovary"). On (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"). On (B)(6) 2012, the patient experienced pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent total abdominal hysterectomy) and surgery (laparoscopy; lysis of adhesion; and a right salpingoophorectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, adnexal torsion, dysmenorrhoea, abdominal pain lower, pelvic pain, ovarian enlargement and abdominal pain outcome was unknown. The reporter considered abdominal pain lower, adnexal torsion, device dislocation, dysmenorrhoea, ovarian enlargement, abdominal pain,pelvic pain to be related to essure (ess205). The reporter commented: on (B)(6) 2012 patient again presented for severe abdominal pain and was treated for her pain. On (B)(6) 2012 patient again presented complaining of severe abdominal pain and she was treated for an ovarian cyst. On (B)(6) 2012 and again (B)(6) 2012 patient presented to be treated for severe pelvic pain. Since her removal surgery, patient pain symptoms have not resolved, she still suffer severe pain. Since her removal surgery, almost all of patient's sympotoms have resolved, though some remain. Diagnostic results: on (B)(6) 2012 : ultrasound scan vagina - an enlarged ovary and migration of essure coil with fluid present. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation"), device dislocation ("migration of essure coil with fluid present/ device migration") and adnexal torsion ("ovarian torsion") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, 4 years 10 months after insertion of essure, the patient experienced ovarian enlargement ("enlarged ovary"). On (B)(6) 2012, the patient experienced the first episode of abdominal pain ("severe abdominal pain"). On (B)(6) 2012, the patient experienced the second episode of abdominal pain ("severe abdominal pain"). On (B)(6) 2012, the patient experienced the first episode of pelvic pain ("severe pelvic pain"). On (B)(6) 2012, the patient experienced the second episode of pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping/cramping"), the third episode of pelvic pain ("severe pelvic pain"), menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criterion medically significant) with pelvic fluid collection, dysmenorrhoea ("abnormally severe menstrual pain/ menstruation pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping/cramping"), the third episode of pelvic pain ("severe pelvic pain"), menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (underwent a hysterectomy to remove the essure device), surgery (underwent total abdominal hysterectomy) and surgery (laparoscopy; lysis of adhesion; and a right salpingoophorectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, adnexal torsion, dysmenorrhoea, abdominal pain lower, the last episode of pelvic pain, ovarian enlargement, the last episode of abdominal pain, menorrhagia, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, adnexal torsion, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, ovarian enlargement, uterine perforation, the first episode of abdominal pain, the first episode of pelvic pain, the second episode of abdominal pain, the second episode of pelvic pain and the third episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2012 patient again presented for severe abdominal pain and was treated for her pain. On (B)(6) 2012 patient again presented complaining of severe abdominal pain and she was treated for an ovarian cyst. On (B)(6) 2012 and again (B)(6) 2012 patient presented to be treated for severe pelvic pain. Since her removal surgery, patient pain symptoms have not resolved, she still suffer severe pain. Since her removal surgery, almost all of patient's symptoms have resolved, though some remain. Diagnostic results: on (B)(6) 2012: ultrasound scan vagina - an enlarged ovary and migration of essure coil with fluid present. On an unspecified date, hysterosalpingogram confirmed that her essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 6-oct-2017: reporter added, essure model number changed from (ess205 to ess305), events prolonged menstruation, severe menstruation pain, abnormal menstruation, pain during intercourse, device migration and organ perforation, cramping were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.